Event description:
It was reported that there were noisy signals on this right ventricular (rv) lead. The caller was concerned there was a lead insulation breach. Technical services (ts) reviewed the reports and noted that there was non-physiological noise that did not show on the shock electrogram (egm). The noise was oversensed. The cause of the noise remains unknown. Technical services (ts) provided multiple troubleshooting actions and reprogramming options. The implantable cardioverter defibrillator (ICD) was reprogrammed to resolve the issue. The lead remains in use. No adverse patient effects were reported.